Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified error message occurred. Data was evaluated and the allegation was confirmed as signal loss over an hour. The probable cause could not be determined. The reported event of an unspecified error message is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.